Manufacturer narrative:
Per internal review on 18-dec-2024, it was noted that the h6 medical device problem code for a04 no longer applies to this complaint, and that detail was mistakenly omitted from the previously submitted supplemental report. Correction: the only h6 medical device problem code that is relevant to this event is a050401 for "fluid leak". A04 has been removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-nov-2024, bwi received additional information indicating that the leakage occurred either during the preparation phase or later in the actual procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-oct-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a valve leakage. Damage of the valve was also reported but not specified. There was no blood return. No air entered the patient. There were no brim cap, hub, or valve dislodgments noted. The device was exchanged and the procedure continued. The procedure was completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the brim cap, the hemostatic valve, and silicone ring, were separated from the original place. Further investigation under microscopic reveled that, there was rest of adhesive, evidencing a correct assembly manufacturing process. Additional a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Finally, it was identified a damage on the tip. Then the tip was reviewed in detail, and it was observed that the dilator was exiting the irrigation hole of the device. Device history record was performed for the finished device number lot 60000373 and no internal action related to the complaint was found during the review. The damage identified in the brim cap could be related to the valve and leak issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage on the brim cap cannot be established. The damage on the tip identified during the analysis was not reported; therefore this issue is unrelated to the experience reported by the customer. The potential cause of the damage in the tip cannot be established. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. In relation to the damage in the tip, the instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a valve leakage. Damage of the valve was also reported but not specified. There was no blood return. No air entered the patient. There were no brim cap, hub, or valve dislodgments noted. The device was exchanged and the procedure continued. The procedure was completed. No patient consequences were reported.